Event description:
The anatomy seen in the images from two patients who were scanned on the mr system using the customer's trauma spine protocol were reportedly flipped left to right, but all of the graphic indicators were not flipped. There was no report of misdiagnosis; however, since the annotation was incorrect the concern is that this could potentially lead to misdiagnosis or mistreatment.

Manufacturer narrative:
A gehc clinical applications specialist reviewed the images, and confirmed upon comparison of two axial series, the axial images in series 7 (for both exams) are flipped left to right and in addition the annotation is not correct. Investigation is ongoing.